Manufacturer narrative:
Additional information: during follow up account reported that patient has no injury or complications and probably small undercorrection, but the diopter is small. It was reported that patient might need additional refractive correction, but the way it seems now no additional intervention has been needed. No loss of best corrected visual acuity. Right eye was the affected eye. Excimer treatment was not possible. Patient is being treated with normal post lasik surgery therapy and is stable with regular healing after surgery.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). Technical support was provided to the clinic via telephone and the surgery center did not request field service support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during the first laser procedure of the day, the software froze. A brief description from the surgery center indicated during the procedure, the software froze at 83 % with 13 % missing. The surgery center had to perform a new start of the procedure. After the restarting (re-boot) of the laser system, the surgery center was able to treat three additional patients with no issues reported. An amo representative provided phone support the following day. Via the phone, the amo representative instructed the account to check and verify software system and perform a self-test. Per the amo representative's instructions, the lens calibration was performed by the account and found to be working properly. In addition, phone support instructed the customer to restarted laser systems multiple times and no issues were observed by the account.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.